Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of 3,230ml of tpn was programmed to infuse at 95ml for 1 hour and 190ml for 16 hours than 95ml for 1 hour. The total volume to be infused was 3,230ml with a 100ml of overflow in the bag over 18 hours. The bag was noted to be empty sooner than expected. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed from the event logs but replicated during testing. The pcu event log showed that drugid 41 (tpn) was programmed on (B)(6) 2016 at 5:00 pm. The infusion was then paused for 23 minutes and then started. The logs show the pump module was selected at 6:24 pm and programmed, the rate was changed to 190ml/hour vtbi 3040ml. The pump module was then selected on (B)(6) 2016 at 10:27 am, the rate was changed to 95ml/hour and canceled. The infusion continued at a rate of 190ml/hour until kvo at 11:17 am and then the pump module was ¿channeled off¿. The pcu event log showed that the pump module delivered 3135ml which equals the amount programmed by the user. The customer noted the bag was empty after 18 hours. The volume in the bag was 3230ml plus 100ml overflow. The calculated percentage of error was approximately 6.2%. The infusion amount of 3135ml was the total infused over 18 hours. With an expected amount to be infused of 3230ml, an over fill of 100ml and 3230 actual amount infused of 3135. The calculated error was found to be 6%. Visual inspection of the pump module observed evidence of fluid ingress beneath the membrane frame and in the pump finger grooves. The pump module failed the initial rate accuracy test. A calibration was performed on the pump module with no errors. Upon completion of the calibration, a rate accuracy test was performed and the pump module passed. The customer¿s disposable set was not returned for investigation. The proximate cause of the over infusion may be attributed to fluid ingress found in the primary finger grooves, which partially restricted the movement of the pumping finger.